Event description:
While using a 1.5 coronary dilator, the tip came off the dilator and remained in the coronary artery. Md removed the saphenous vein and re-opened the coronary artery to retrieve the retained foreign body (coronary dilator tip).